Manufacturer narrative:
Corrected fields: h4: correcting manufacturer date from sep. 11, 2017 to sep. 10, 2017. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, it is possible that the color bar displayed due to a faulty board, faulty output connector, or faulty camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the customer's allegations was not confirmed. The device evaluation displays color bar was not reproduced. The investigation on is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit displays color bar. The issue occurred during inspection and preparation for use. The procedure was diagnostic and a planned procedure that was completed using a similar device. There was no delay in the procedure. There was no patient harm associated with the event.